Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: (B)(6), product type: accessory. Product ID: 97745, serial#: (B)(6), product type: programmer, patient product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back stating they just got a new tail (rtm). They were going to get an x-ray and they wanted a phone number for the facility to call tomorrow. Pt called back stating that the controller wasn't working. Pt said that the controller came on once but then they couldn't get the controller back on. Pt said that the controller just said medtronic and wasn't doing anything. Pt said that something broke off inside the controller and was loose as they could hear a rattling inside. Pt said that device had been off for almost two years. Pt mentioned that the recharger was broken as they could see the wire was breaking so they were sent a replacement recharger already. Pt said that the battery pack had not yet been replaced. Agent reviewed controller and battery pack replacement with the pt. Pt provided the controller and battery pack model and serial numbers as already documented in this case. An email was sent to repair to replace the controller and battery pack.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are unable to turn off their implant (ins) as it no longer works. Caller initially reported it has not worked in a year, but later stated the patient told them "a couple years". Caller reports patient had an MRI at the facility earlier this year where the patient was able to turn off their ins, so it is unknown when it stopped working. Patient stated that they have been trying to charge the implant for 2 years and has not been able to get any results. Patient reported that the controller will not power on, they need a new battery pack for the controller. Agent asked clarifying questions. Patient stated they have try to charge the ins and they get messages on the screen but does not recall the messages because it's been 1-2yrs. Agent started reset process on the controller and patient said they did not have the ac power and cannot find the cord to complete the reset process. Agent asked patient to inspect the recharger for damage and patient said there wires coming out and broke near the paddle and cord area and they taped up the cord since 1yr -2yrs ago. Patient mentioned they needed to do an x-ray and they need to turn the ins off with the controller. Agent reviewed device function and best practice for recharging. An email was sent to the repair department to replace the recharger and ac power cord device. Pt called back and says they can't charge ins because they might need to perform passive recharge mode (prm). They are charging controller right now, and once it has charge they will try prm, and if they can't charge ins they will call pats back. Pt did mention that they can hear something rattling around inside the controller.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6) ,product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97745 serial# (B)(6) was returned for product analysis. Analysis found the lcd/case were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745bp lot# serial# (B)(6) was returned for product analysis. Analysis found the battery was out of electric specification and was scrapped due to failed cycle count should be 150 reads 340 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.